Event description:
Per clinical trial (B)(6): on (B)(6) 2018, patient underwent bilateral central mound mastopexy using a full vertical and horizontal t incision. 2 pieces of galaflex were used. Concomitant procedure was abdominoplasty. On (B)(6) 2018, infection of left breast; skin was reported. Patient was treated with medication (bactrim, azithromycin). On (B)(6) 2018, wound dehiscence, left breast imf fold, was reported. Patient was treated with medication (bactroban). The infection and wound dehiscence resolved without sequelae on (B)(6) 2018. Review by medical affairs identifies the cascading events of infection and wound dehiscence as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of infection and wound dehiscence. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Infection and wound dehiscence are known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the instruction for use (IFU). In regards to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." This MDR reports the ae's of infection and wound dehiscence. An additional MDR was submitted to report additional ae of delayed wound healing. This MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned.